Event description:
It was reported to philips that the battery was not recognized in the mrx or cadex system. The customer tried multiple mrx devices and cadex systems with the same result. The customer requested assistance from a philips remote service engineer (rse). The customer explained that the battery for their device was faulty and required replacement. The service order was initiated by the customer as a means to obtain a replacement battery with no onsite evaluation requested. The battery was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in all five led indicators illuminating suggesting the battery was received at a minimum of 80% charge capacity. It was noted that when inserted into the cadex charger, the unit yielded a ¿fail 160 ¿ bad fuse or driver¿ error message after failing to trickle-charge. Further troubleshooting revealed that the failure was caused by corrupted gas gauge. As such the technician was unable to attempt battery calibration in this condition.upon conclusion of the analysis, the reported problem was verified and the battery was found to be defective. Based on the conclusion of the investigation, it was determined that this was a malfunction of the battery (19171-0122-p). The customer was advised that the battery was no longer under warranty and they can purchase a replacement battery through the supplies group to resolve the noted issue. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the battery was not recognized in the mrx or cadex system. The customer tried multiple mrx devices and cadex systems with the same result. There was no patient involvement.